Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b40 which indicates the subject device is damaged was displayed at the preparation for use. The image of the subject device was displayed but could not switched to 3d and the white balance was not happened. There was no patient injury associated with this report.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was inspected at olympus india. It was duplicated the reported phenomenon. It was also found the cm board failure which has rust. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Conclusions] the error b40 is occurred when the cm board is not recognized. Therefore, since the subject device has been manufactured for more than 8 years, it could be considered that it was highly probable that the deterioration of the cm board of the subject device and electronic components caused a temporary malfunction and the reported phenomenon may have occurred. Or it was also possible that the converter of the subject device deteriorated due to long-term use, the specified voltage did not come out, and the reported phenomenon may have occurred. If additional information becomes available, this report will be supplemented.